Manufacturer narrative:
This report is filed, february 12, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was prescribed antibiotics (date and duration not reported) for a possible allergic reaction at the abutment site. The implanted device remains.